Manufacturer narrative:
The unit was investigated by our field service engineer. The device control and expiratory pc boards were exchanged and sent in for investigation. Both pc boards were mounted into our test unit for simulated use testing. The reported alarm was reproduced and the alarm condition was permanent. The returned pc boards had to be tested separately. The investigation of the returned expiratory pc board did not reveal any errors. The boards function was according specification. The reported problem did continue when testing the control pc board separately. Evaluation of the returned device logs shows that the device lost contact with the software. The software is executed by the microprocessors on control pc board. The cause to the reported error is due to a component malfunction on the control pc board. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated technical error codes for software error, communication error, ventilation error and ventilation stopped during ventilation. There was no patient harm. (B)(4).